Event description:
The customer reported that the system locked up and would reboot on its own. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos was replaced during the service call. The system was tested and found to be working as intended and put back into service.